Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had general inspection. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character restrictions, initial reporter:(B)(6). Updated fields: b4, b5, b6, b7, d10, e1(initial reporter), e3, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. Corrected field: e1(event site telephone). A getinge field service engineer (fse) successfully completed performance checks on the iabp trainer and demo balloon system. Both systems are operating satisfactorily with no helium leakage detected. All functional tests passed. Replaced a slightly damaged helium washer and provided spares to the user. System working satisfactorily.

Event description:
It was reported that during general inspection the cs300 intra aortic balloon pump (iabp) had helium leak. There was no patient involvement or adverse event reported.